Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It is not known whether the pt is feeling stimulation. It is not known whether the pt had suffered any injury or trauma that may have damaged the ncp system. X-rays did not reveal any obvious discontinuities in the ncp system. No adverse event has been reported in conjunction with the high lead impedance condition. Lead break is suspected.